Event description:
The customer reported the subject device was not displaying an image when in use with certain scopes. The reported problem was found during preparation for an unspecified procedure. The intended procedure was completed using a similar device. Although there was a procedural delay, there was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a printed circuit board failure. In addition, service found the video connector socket was worn and it would not hold a camera head, and the universal serial bus (usb) connector was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in 2015, though a specific date was not identified. The device history record was unable to be reviewed for this device since it has been over 7 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.